Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event, patient/event info, and review of provided imaging. Imaging review conforms grade 2 (one primary leg) and grade 3 (one primary leg) interaction with the ivc. The latter interacts with a vertebral body. The remaining two primary legs demonstrate grade 1 interaction (tenting). All secondary legs demonstrate grade 0 interaction. The imaging review also confirms tilt. The imaging demonstrates development of significant tilt (e.g tilt>16deg) in reference to the posterior spinous processes (16deg on ap view and 18deg on lat view), and development of tilt to 11deg in reference to the ivc. According to the imaging review, the minor tilt likely contributed to the perforation of ivc by the primary legs. However, based on the provided information, the root cause for the reported perforation and found tilt is not possible to determine. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): grade 2 interaction with the ivc wall. The 12 month CT revealed no evidence of filter embolization. The highest grade of filter leg interaction with the ivc wall was 2. Additional information received 08aug2016: analysis of the CT revealed no evidence of filter embolization, an angle of filter tilt in the coronal plane of 18 degrees, four filter legs with grade 1 interaction with the ivc wall, one filter leg with grade 2 interaction with the ivc wall, and one filter leg with grade 3 interaction with the ivc wall. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site for legs with grade 2 interaction. The leg with grade 3 interaction affected the vertebral body and there was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remains in the study.